Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a rotator cuff surgery the device pulled out of the prepared channel. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-3600-2-1 fibertak was received for investigation. Visual evaluation of the returned device noted the device was returned disassembled. Further visual evaluation noted damage to the anchor. No issues were noted with the inserter. Functional testing was not performed due to the device being returned disassembled. The bone quality of the patient and the method of bone preparation were not provided. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone prep and/or shallow driver engagement depth. Refer to investigation photos.